Event description:
The patient came in reporting pain due to a subsided stem and the cause of the subsided stem is unknown. 7 months after the primary surgery the surgeon revised the stem and head with competitor implants and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 may 2021: lot 2000847: (B)(4) items manufactured and released on 15-may-2020. Expiration date: 2025-05-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed by medacta medical affairs department: few months after pèirimary cementless tha the patient reports some pain and the radiographs show a stem subsided by approximately 2 mm. It is very likely that the stem will now find final seating and the pain hopefully will go away. A subsiding stem may be due to undersizing but it can also be part of the physiological final seating phase. No revision was undertaken and the chances that it will not be needed are good. A total subsidence of 2 mm will probably be subclinical, if it stops, which seems very likely at this stage with the little information at hand.

Event description:
The patient came in reporting pain due to a subsided stem 5 months after the primary surgery. A revision surgery has not been scheduled at this time. More details to follow once a revision surgery takes place.